Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading issue with the freestyle libre 2 sensor. The customer reported low scan readings, and was experiencing a bad headache, light-headedness, and nausea. The customer went to her healthcare provider 3 hours later, a healthcare meter result of 389 mg/dl was obtained, and the customer treated with humalog insulin (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.